Event description:
It was reported that the holster was returned to the international service center due to not working. The rear wheel is broken. No further info is available. No reported pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis results, this complaint is now determined to be an MDR malfunction. Based on the info rec'd from the international service center, visual and functional examination, the unit was found to require: unit calibrated, physical damaged lower case replaced, defective fastening material exchanged, missing fastening material renewed, defective translational cable replaced. After servicing, the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.